Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a rough feeling was noticed on bd insyte¿ autoguard¿ shielded IV catheter as the needle was being pulled out, it caught and poked a hole in the catheter.

Manufacturer narrative:
H.6. Investigation summary: DHR review was performed on lot number 8240846; the lot number was built on afa line 2 from 31aug18 through 07sept18. Packaged on packaging line 8 on 02sept18 through 07sept18. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. There were no reject activity findings throughout the build of this lot that would impact upon the quality of the product as there were no qns initiated during the build of this lot. Observations and testing could not be performed because units were not received for investigation of this incident. Indeterminate ¿ without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that a rough feeling was noticed on bd insyte¿ autoguard¿ shielded IV catheter as the needle was being pulled out, it caught and poked a hole in the catheter.